Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt began treatment with dianeal and extraneal therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for pd. On an unreported date, the pt originally started on hemodialysis (hd) and then on an unreported date switched to pd therapy. On an unreported date approximately eight and a half months prior to the receipt of this report, the pt experienced peritonitis (separate report). On an unreported date, the pt had surgery to have the pd catheter changed and went back on pd. On an unreported date, the pt had another peritonitis infection (this report covers). One month prior to the receipt of this report, the pt was switched to hd. The pt is currently permanently on hd as the hospital did not want to risk further catheter surgeries or potential infections. The peritonitis infections have currently resolved. Additional information was requested but is not available. This is report 2 of 2 to cover two peritonitis events.

Manufacturer narrative:
(B)(4). The exact occurrence date for this peritonitis was not reported. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).